Event description:
Cq technician suspected possible contamination with unit 10161426 on (B)(6) 2023. Epidemiology recommended hpc testing to provide a quantitative assessment of the water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The bacteria count for the hpc test came back above cardioquip's acceptable limits. Cardioquip then notified the customer of the contamination and recommended an internal water pathway replacement via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation for repair.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq technician suspected possible contamination with unit 10161426 on (B)(6) 2023. Epidemiology recommended hpc testing to provide a quantitative assessment of the water quality.